Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set fell apart at the area where the ports were connected which resulted in a patient blood backing up and externally leaking. This issue was further described as, ¿area where the ports were connected were not tight and had an issue where the tubing fell apart¿. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.